Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy pump failed the delivery accuracy by a value of -10.75%. The product problem was observed during testing. There was no patient involvement.

Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis. The analyst performed three separate delivery accuracy tests. The customer's concern regarding a failed accuracy was able to be confirmed. Delivery accuracy testing found the pumps average delivery error to be low out of the published specification of + or -6 percent. An expulsor will be replaced to bring the delivery accuracy closer to nominal of a range.